Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the sram battery had insufficient charge and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ would reboot during procedure. There was no adverse pt involvement reported. There was no pt info reported.